Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration and an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient made a small remark about what was read online, and also "situations too with the pump." The patient was redirected to their hcp, and stated they have an upcoming appointment and will follow up with hcp. Non reservoir drugs mentioned included oral vicodin, oral oxycontin, and stool softeners. No further complications were reported/anticipated.